Manufacturer narrative:
Follow-up received on 28-sep-2016: no response was received to date. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and spent the last year and a half in pain. She felt injured because the pain was chronic and relentless. She complained also of inability to walk. She was out of work, on anti-inflammatory drugs and pain medication. Chronic pain is listed while abasia is unlisted in the reference safety information for essure. In this case, although the patient has neuropathic pain and degenerative spine, a causal relationship with essure inserts cannot be excluded since essure inserts may cause pain. On the other hand, considering that essure has only a localized mechanical action in the fallopian tubes, it is unlikely that essure would cause abasia. This case is regarded as incident due to chronic pain associated with essure and required intervention. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5063601) in united states on 03-aug-2016 referring to herself. The consumer had essure (fallopian tube occlusion insert) inserted. Consumer stated that she was having complications including neurological (neuropathic pain), degenerative spine, chronic pressure and pain in right leg and right side of head, inability to walk for days, pain siting, standing, walking, chronic fatigue, loss of sleep, depression, skin sensitivities to temperature and host of symptoms that are being examined medically for which seen unrelated but have not been explained by infection. She is out of work, on anti-inflammatory drugs and pain medication. She is undergoing spine decompression therapy but nothing is producing an impact. She is undergoing more tests to rule out diseases or other medical explanations to accept for the host of symptoms. She has had the essure for possibly 6 years. She has spent the last year and a half in pain. It feels like she has been injured because the pain is chronic and relentless. The event outcome was assessed by consumer as permanent damage and disability. Follow-up received on 19-aug-2016: ptc investigation result was provided. (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review al the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined. Therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable.. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and spent the last year and a half in pain. She felt injured because the pain was chronic and relentless. She complained also of inability to walk. She was out of work, on anti-inflammatory drugs and pain medication. Chronic pain is listed while abasia is unlisted in the reference safety information for essure. In this case, although the patient has neuropathic pain and degenerative spine, a causal relationship with essure inserts cannot be excluded since essure inserts may cause pain. On the other hand, considering that essure has only a localized mechanical action in the fallopian tubes, it is unlikely that essure would cause abasia. This case is regarded as incident due to chronic pain associated with essure and required intervention. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5063601) on 03-aug-2016. The most recent information was received on 11-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), fallopian tube perforation ('perforation of organs'), device breakage ('fracturing of the implant'), device dislocation ('mgration of implant / failure to occlude (close)fallopian tube'), autoimmune disorder ('autoimmune disorder'), pelvic pain ('chronic pain / pain'), gait disturbance ('inability to walk for days / unable to walk'), neuropathy peripheral ('neurological conditions or problems type: neuropathy') and deafness ('hearing loss') in a 23-year-old female patient who had essure (batch no. 822368) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *fallopian tubes appeared occluded bilaterally. Gynecologist report 3 coils and 4 coils respectively. The second dated test indicated unilateral right side occlusion. Concurrent conditions included transient ischaemic attack, sciatica, ovarian cyst, migraine, goitre nontoxic, paraesthesia of limbs, low grade squamous intraepithelial lesion, neck mass, human papilloma virus test positive, groin pain, cervical dysplasia, numbness, depression, anxiety and major depressive disorder. Concomitant products included cefixime (flexeril) since 2015, duloxetine since (B)(6) 2016, gabapentin (gabapentine), medroxyprogesterone acetate (depo provera) and meloxicam since 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced neuropathy peripheral (seriousness criterion medically significant), migraine ("migraines"), thyroid mass ("thyroid nodule growth"), temporomandibular joint syndrome ("temporomandibular joint"), ligament sprain ("repeated sprains") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain (seriousness criteria disability and medically significant), gait disturbance (seriousness criterion medically significant), spinal osteoarthritis ("degenerative spine"), deafness (seriousness criterion medically significant), neuralgia ("neurological (neurophatic pain)"), limb discomfort ("chronic pressure"), pain in extremity ("pain in right leg/ leg pain"), headache ("pain right side of my head/ headache- mostly right side of head from front to back"), pain ("pain sitting, standing, walking"), insomnia ("loss of sleep"), depression ("depression/ major depressive disorder"), thermohyperaesthesia ("skin sensitivities to temperature"), hypersensitivity ("allergic reaction"), cyst ("cysts"), inflammation ("inflammation"), anxiety ("anxiety nos"), radiculopathy ("right leg radiculopathy"), muscle atrophy ("visible muscle atrophy"), tendonitis ("tendonitis"), paraesthesia ("parasthenia of right foot"), radicular pain ("radicular leg pain right side"), groin pain ("right side inner groin pain"), back pain ("right lower back"), procedural pain ("I woke up in so much pain"), neck pain ("neck hurted so much"), pollakiuria ("urinate alot"), visual impairment ("vision in right eye") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (she had surgery to remove he essure implant/total laparoscopic hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, device dislocation, autoimmune disorder, gait disturbance, spinal osteoarthritis, deafness, neuralgia, limb discomfort, pain, insomnia, thermohyperaesthesia, hypersensitivity, cyst, migraine, tooth disorder, radiculopathy, muscle atrophy, thyroid mass, temporomandibular joint syndrome, ligament sprain, tendonitis, radicular pain, procedural pain, neck pain and pollakiuria outcome was unknown and the pelvic pain, neuropathy peripheral, pain in extremity, headache, fatigue, depression, anxiety, alopecia, paraesthesia, groin pain, back pain, visual impairment and genital haemorrhage had resolved. The reporter provided no causality assessment for depression, fatigue, gait disturbance, headache, insomnia, limb discomfort, neuralgia, pain, pain in extremity, spinal osteoarthritis and thermohyperaesthesia with essure. The reporter considered alopecia, anxiety, autoimmune disorder, back pain, cyst, deafness, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, groin pain, hypersensitivity, inflammation, ligament sprain, migraine, muscle atrophy, neck pain, neuropathy peripheral, paraesthesia, pelvic pain, pollakiuria, procedural pain, radicular pain, radiculopathy, temporomandibular joint syndrome, tendonitis, thyroid mass, tooth disorder, uterine perforation and visual impairment to be related to essure. The reporter commented: placement of coils: left: 3. Placement of coils: left: 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successful tubal occlusion; on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,depression, migraine./ headache , abdominal pain ,and back pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5063601) on 03-aug-2016. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), fallopian tube perforation ('perforation of organs'), device breakage ('fracturing of the implant'), device dislocation ('mgration of implant / failure to occlude (close)fallopian tube'), autoimmune disorder ('autoimmune disorder'), pelvic pain ('chronic pain / pain'), gait disturbance ('inability to walk for days / unable to walk'), neuropathy peripheral ('neurological conditions or problems type: neuropathy') and deafness ('hearing loss') in a 23-year-old female patient who had essure (batch no. 822368) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *fallopian tubes appeared occluded bilaterally. Gynecologist report 3 coils and 4 coils respectively. The second dated test indicated unilateral right side occlusion. Concurrent conditions included transient ischaemic attack, sciatica, ovarian cyst, migraine, goitre nontoxic, paraesthesia of limbs, low grade squamous intraepithelial lesion, neck mass, human papilloma virus test positive, groin pain, cervical dysplasia, numbness, depression, anxiety and major depressive disorder. Concomitant products included cefixime (flexeril) since 2015, duloxetine since (B)(6) 2016, gabapentin (gabapentine), medroxyprogesterone acetate (depo provera) and meloxicam since 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced neuropathy peripheral (seriousness criterion medically significant), migraine ("migraines"), thyroid mass ("thyroid nodule growth"), temporomandibular joint syndrome ("temporomandibular joint"), ligament sprain ("repeated sprains") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain (seriousness criteria disability and medically significant), gait disturbance (seriousness criterion medically significant), spinal osteoarthritis ("degenerative spine"), deafness (seriousness criterion medically significant), neuralgia ("neurological (neurophatic pain)"), limb discomfort ("chronic pressure"), pain in extremity ("pain in right leg/ leg pain"), headache ("pain right side of my head/ headache- mostly right side of head from front to back"), pain ("pain sitting, standing, walking"), insomnia ("loss of sleep"), depression ("depression/ major depressive disorder"), thermohyperaesthesia ("skin sensitivities to temperature"), hypersensitivity ("allergic reaction"), cyst ("cysts"), inflammation ("inflammation"), anxiety ("anxiety nos"), radiculopathy ("right leg radiculopathy"), muscle atrophy ("visible muscle atrophy"), tendonitis ("tendonitis"), paraesthesia ("parasthenia of right foot"), radicular pain ("radicular leg pain right side"), groin pain ("right side inner groin pain"), back pain ("right lower back"), procedural pain ("I woke up in so much pain"), neck pain ("neck hurted so much"), pollakiuria ("urinate alot"), visual impairment ("vision in right eye") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (she had surgery to remove he essure implant/total laparoscopic hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, device dislocation, autoimmune disorder, gait disturbance, spinal osteoarthritis, deafness, neuralgia, limb discomfort, pain, insomnia, thermohyperaesthesia, hypersensitivity, cyst, migraine, tooth disorder, radiculopathy, muscle atrophy, thyroid mass, temporomandibular joint syndrome, ligament sprain, tendonitis, radicular pain, procedural pain, neck pain and pollakiuria outcome was unknown and the pelvic pain, neuropathy peripheral, pain in extremity, headache, fatigue, depression, anxiety, alopecia, paraesthesia, groin pain, back pain, visual impairment and genital haemorrhage had resolved. The reporter provided no causality assessment for depression, fatigue, gait disturbance, headache, insomnia, limb discomfort, neuralgia, pain, pain in extremity, spinal osteoarthritis and thermohyperaesthesia with essure. The reporter considered alopecia, anxiety, autoimmune disorder, back pain, cyst, deafness, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, groin pain, hypersensitivity, inflammation, ligament sprain, migraine, muscle atrophy, neck pain, neuropathy peripheral, paraesthesia, pelvic pain, pollakiuria, procedural pain, radicular pain, radiculopathy, temporomandibular joint syndrome, tendonitis, thyroid mass, tooth disorder, uterine perforation and visual impairment to be related to essure. The reporter commented: placement of coils: left: 3. Placement of coils: left: 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successful tubal occlusion; on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,depression, migraine./ headache , abdominal pain ,and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event abnormal bleeding, outcome of pelvic pain were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("fracturing of the implant"), device dislocation ("migration of implant"), autoimmune disorder ("autoimmune disorder"), pelvic pain ("chronic pain / pain") and gait disturbance ("inability to walk for days") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain (seriousness criteria disability and medically significant), gait disturbance (seriousness criterion medically significant), spinal osteoarthritis ("degenerative spine"), neuralgia ("neurological (neuropathic pain)"), limb discomfort ("chronic pressure"), pain in extremity ("pain in right leg"), headache ("pain right side of my head"), pain ("pain sitting, standing, walking"), fatigue ("chronic fatigue"), insomnia ("loss of sleep"), depression ("depression"), thermohyperaesthesia ("skin sensitivities to temperature"), hypersensitivity ("allergic reaction"), cyst ("cysts") and inflammation ("inflammation"). The patient was treated with surgery (she had surgery to remove he essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, device dislocation, autoimmune disorder, pelvic pain, gait disturbance, spinal osteoarthritis, neuralgia, limb discomfort, pain in extremity, headache, pain, fatigue, insomnia, depression, thermohyperaesthesia, hypersensitivity and cyst outcome was unknown. The reporter considered autoimmune disorder, cyst, device breakage, device dislocation, hypersensitivity, inflammation, pelvic pain and perforation to be related to essure. The reporter provided no causality assessment for depression, fatigue, gait disturbance, headache, insomnia, limb discomfort, neuralgia, pain, pain in extremity, spinal osteoarthritis and thermohyperaesthesia with essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case. We were unable to conduct a review al the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined. Therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-oct-2017: legal claim received, lawyer added, consumer details updated. Events added: fracturing of the implant, migration of implant, perforation of organs, allergic reaction, autoimmune disorder, cysts, inflammation and updated event chronic pain was updated to chronic pelvic pain female and intervention required (device) was untick and case category was changed to other event, reporter causality as related. Essure was implanted on (B)(6) 2011. Essure removed on (B)(6) 2016. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5063601) on 03-aug-2016. The most recent information was received on 05-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), fallopian tube perforation ("perforation of organs"), device breakage ("fracturing of the implant"), device dislocation ("mgration of implant / failure to occlude (close)fallopian tube"), autoimmune disorder ("autoimmune disorder"), pelvic pain ("chronic pain / pain"), gait disturbance ("inability to walk for days / unable to walk"), neuropathy peripheral ("neurological conditions or problems type: neuropathy") and deafness ("hearing loss") in an adult female patient who had essure (batch no. 822368) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *fallopian tubes appeared occluded bilaterally. Gynecologist report 3 coils and 4 coils respectively. The second dated test indicated unilateral right side occlusion. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced neuropathy peripheral (seriousness criterion medically significant), migraine ("migraines"), thyroid mass ("thyroid nodule growth"), temporomandibular joint syndrome ("temporomandibular joint"), ligament sprain ("repeated sprains") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain (seriousness criteria disability and medically significant), gait disturbance (seriousness criterion medically significant), spinal osteoarthritis ("degenerative spine"), deafness (seriousness criterion medically significant), neuralgia ("neurological (neurophatic pain)"), limb discomfort ("chronic pressure"), pain in extremity ("pain in right leg/ leg pain"), headache ("pain right side of my head/ headache- mostly right side of head from front to back"), pain ("pain sitting, standing, walking"), insomnia ("loss of sleep"), depression ("depression/ major depressive disorder"), thermohyperaesthesia ("skin sensitivities to temperature"), hypersensitivity ("allergic reaction"), cyst ("cysts"), inflammation ("inflammation"), anxiety ("anxiety nos"), radiculopathy ("right leg radiculopathy"), muscle atrophy ("visible muscle atrophy"), tendonitis ("tendonitis"), paraesthesia ("parasthenia of right foot"), radicular pain ("radicular leg pain right side"), groin pain ("right side inner groin pain"), back pain ("right lower back"), procedural pain ("I woke up in so much pain"), neck pain ("neck hurted so much"), pollakiuria ("urinate alot") and visual impairment ("vision in right eye"). The patient was treated with surgery (she had surgery to remove he essure implant/total laparoscopic hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, device dislocation, autoimmune disorder, pelvic pain, gait disturbance, spinal osteoarthritis, deafness, neuralgia, limb discomfort, pain, insomnia, thermohyperaesthesia, hypersensitivity, cyst, migraine, tooth disorder, radiculopathy, muscle atrophy, thyroid mass, temporomandibular joint syndrome, ligament sprain, tendonitis, radicular pain, procedural pain, neck pain and pollakiuria outcome was unknown and the neuropathy peripheral, pain in extremity, headache, fatigue, depression, anxiety, alopecia, paraesthesia, groin pain, back pain and visual impairment had resolved. The reporter provided no causality assessment for depression, fatigue, gait disturbance, headache, insomnia, limb discomfort, neuralgia, pain, pain in extremity, spinal osteoarthritis and thermohyperaesthesia with essure. The reporter considered alopecia, anxiety, autoimmune disorder, back pain, cyst, deafness, device breakage, device dislocation, fallopian tube perforation, groin pain, hypersensitivity, inflammation, ligament sprain, migraine, muscle atrophy, neck pain, neuropathy peripheral, paraesthesia, pelvic pain, pollakiuria, procedural pain, radicular pain, radiculopathy, temporomandibular joint syndrome, tendonitis, thyroid mass, tooth disorder, uterine perforation and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet-events anxiety nos; major depressive disorder, migraines / headaches, dental problems, neuropathy, right leg radiculopathy, visible muscle atrophy, hearing loss, thyroid nodule growth, tmj, repeated sprains and tendonitis, ruled out lymes, hair loss, unable to walk and lot number were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), fallopian tube perforation ("perforation of organs"), device breakage ("fracturing of the implant"), device dislocation ("mgration of implant / failure to occlude (close)fallopian tube"), autoimmune disorder ("autoimmune disorder"), pelvic pain ("chronic pain / pain"), gait disturbance ("inability to walk for days / unable to walk"), neuropathy peripheral ("neurological conditions or problems type: neuropathy") and deafness ("hearing loss") in an adult female patient who had essure (batch no: 822368) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: fallopian tubes appeared occluded bilaterally. Gynecologist report 3 coils and 4 coils respectively. The second dated test indicated unilateral right side occlusion. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In april 2011, the patient experienced fatigue ("chronic fatigue"). In february 2014, the patient experienced tooth disorder ("dental problems"). In april 2016, the patient experienced neuropathy peripheral (seriousness criterion medically significant), migraine ("migraines"), thyroid mass ("thyroid nodule growth"), temporomandibular joint syndrome ("temporomandibular joint"), ligament sprain ("repeated sprains") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain (seriousness criteria disability and medically significant), gait disturbance (seriousness criterion medically significant), spinal osteoarthritis ("degenerative spine"), deafness (seriousness criterion medically significant), neuralgia ("neurological (neurophatic pain)"), limb discomfort ("chronic pressure"), pain in extremity ("pain in right leg/ leg pain"), headache ("pain right side of my head/ headache- mostly right side of head from front to back"), pain ("pain sitting, standing, walking"), insomnia ("loss of sleep"), depression ("depression/ major depressive disorder"), thermohyperaesthesia ("skin sensitivities to temperature"), hypersensitivity ("allergic reaction"), cyst ("cysts"), inflammation ("inflammation"), anxiety ("anxiety nos"), radiculopathy ("right leg radiculopathy"), muscle atrophy ("visible muscle atrophy"), tendonitis ("tendonitis"), paraesthesia ("parasthenia of right foot"), radicular pain ("radicular leg pain right side"), groin pain ("right side inner groin pain"), back pain ("right lower back"), procedural pain ("I woke up in so much pain"), neck pain ("neck hurted so much"), pollakiuria ("urinate alot") and visual impairment ("vision in right eye"). The patient was treated with surgery (she had surgery to remove he essure implant/total laparoscopic hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, device dislocation, autoimmune disorder, pelvic pain, gait disturbance, spinal osteoarthritis, deafness, neuralgia, limb discomfort, pain, insomnia, thermohyperaesthesia, hypersensitivity, cyst, migraine, tooth disorder, radiculopathy, muscle atrophy, thyroid mass, temporomandibular joint syndrome, ligament sprain, tendonitis, radicular pain, procedural pain, neck pain and pollakiuria outcome was unknown and the neuropathy peripheral, pain in extremity, headache, fatigue, depression, anxiety, alopecia, paraesthesia, groin pain, back pain and visual impairment had resolved. The reporter provided no causality assessment for depression, fatigue, gait disturbance, headache, insomnia, limb discomfort, neuralgia, pain, pain in extremity, spinal osteoarthritis and thermohyperaesthesia with essure. The reporter considered alopecia, anxiety, autoimmune disorder, back pain, cyst, deafness, device breakage, device dislocation, fallopian tube perforation, groin pain, hypersensitivity, inflammation, ligament sprain, migraine, muscle atrophy, neck pain, neuropathy peripheral, paraesthesia, pelvic pain, pollakiuria, procedural pain, radicular pain, radiculopathy, temporomandibular joint syndrome, tendonitis, thyroid mass, tooth disorder, uterine perforation and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.